Event description:
It was reported that during implant attempt, the coil looked separated and the tip was bent when the lead was taken out of the box. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the defib conductor distorted.